Event description:
It was reported that log files were submitted for review. It appeared that the log file contained a cluster of alarms associated with loss of external power events while connected to the mobile power unit (mpu). Low voltage hazard events were seen and were the result of the mpu suddenly losing power. The system controller switched appropriately to the emergency backup battery (ebb) when external power was lost. These events appeared to resolve once external power was completely restored.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.